Event description:
On (B) (6) 2010, the lay user/pt in finland contacted lifescan alleging that the onetouch ultramini meter read imprecisely. The medical surveillance specialist (mss) classified this complaint based on customer service rep (csr) documentation. The pt reported results of 8.5 and 10.5 mmol/l performed within 10 minutes of each other taken. The pt says he first noticed what he thinks are discrepant readings on (B) (6). He also thinks the results were not only imprecise, but that they were also inaccurately high. He said he also had to increase his doses of insulin based on the results. On (B) (6), he started taking 22 units of lantus twice daily instead of his usual 20 units twice daily. He also adjusted his novorapid to take 14 units twice daily instead of 10-12 units twice daily. He said that one time at a neighbor's house after he started taking increased doses he had symptoms he thinks are indicative of hypoglycemia and had a difficult time walking back to his home 50 meters away. He also said he almost fainted then had food and/or drink as treatment. He said he went to the lab on (B) (6) to compare results and said the variance was just under 30% although he did not give specific readings. According to the troubleshooting performed with customer service, the pt's testing steps were correct. The meter was set to the correct unit of measure at the time of testing. The test strips were within expiration dating. This complaint is being ruled out because the pt alleged the meter was reading inaccurately, took add'l insulin due to the results, and suffered symptoms that may be indicative of hypoglycemia requiring treatment.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.